Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump set bag was leaking. There was no patient involved.